Event description:
Patient presented to the physician with the ipg protruding at the chest and severe itchiness at the chest incision site. Physician brought the patient into the operating room and removed the entire inspire system.